Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure occurred in 2007 and was a case of triple vessel disease. The distal rca was treated with 2.75 x 08 mm xience v, the proximal rca was treated with 3.0 x 12 mm xience v and the mid rca was treated with a 3.0 x 28 mm xience v and a 3.0 x 15 xience v. In 2008, the patient returned with silent ischemia and a diagnostic coronary angiography found restenosis of the mid rca. On the following month, there was additional percutaneous transluminal coronary angioplasty (ptca) performed to treat the restenosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that ischemia and restenosis as listed in the IFU are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. The hospitalization was the result of the ischemia which was likely caused by the restenosis and treated with revascularization. A conclusion root caused for the reported patient effects and the relationship to the device cannot be determined. The other xience v (lot # unknown) mentioned is being reported under the same manufacturing report number.